Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# j0424873v, implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Analysis of the implantable neurostimulator (ins) revealed that the ins was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had a return of symptoms and was having accidents again. It was noted that she would "go for two weeks." She received assistance from her doctor or manufacturer representative three or three and a half weeks prior to (B)(6) 2015. It was both reported that the patient' s concerns were resolved and she was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. It was unclear if the patient's concerns were resolved or not. The implantable neurostimulator (ins) and lead were later explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.